Event description:
While a physician was performing a kidney biopsy the device misfired causing the needle core not to deploy. A new device was then opened and used which then worked. This has occurred on three different patients (all products appear to have been from the same lot #).